Event description:
It was reported approximately 3 months later by the patient's parents that the patient was again hospitalized due to uncontrolled seizures. They reported that the patient's magnet was no longer working. Upon follow-up it was found that the patient's diagnostics were within normal limits and that the magnet was confirmed to be functioning. The patient's mother was swiping correctly it was noted that the patient had inconsistent medicine levels. No further relevant information has been received to date.

Event description:
It was reported that the patient was experiencing an increase in seizures for which she was hospitalized for four days, and the patient¿s father was requesting assistance to increase the patient¿s vns settings. The patient was given medication for the increase but this did not affect the seizures. No additional or relevant information has been received to date.